Manufacturer narrative:
The instrument was visually inspected under a microscope and compared to the master model. There is no evidence of material defect or manufacturing error. The instrument appears to have been damaged prior to breaking. We cannot determine why the instrument broke.

Event description:
The user facility reported during cataract surgery the tip of the manipulator broke off and fell in the patient's eye. The doctor removed the piece and continued with the surgery. An alcon lens was implanted with no incident. The patient has since developed an infection which is being treated.